Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician assessed that the skin was eroding at the pocket site. The physician revised the existing pocket and the patient is reportedly doing well following the procedure.